Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot null device history batch null device history review null.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege pain, injury, disability and metallosis. After review of medical record, patient was revised to address trunnionosis with metal-on-metal wear debris and early pseudotumor with significant synovial debris and tissue necrosis with debris of the anterior femur. Revision notes reported that pseudotumor and trunnionosis was identified with metal deposition and synovitis. Trunnionosis was identified with significant debris within the head itself as well as minor damage to trunnion. Findings consistent with meallosis related to trunnion wear. This was felt to be related to trunnion corrosion which could directly identified. These were grade 2/3 changes. After removing the cup, there was a minimal bone damage. Added dor, date of event, medical history, expiration date of head and cup. Added sleeve. Added patient age and corrected patient identifier. Doi: (B)(6) 2009. Dor: (B)(6) 2017, (left hip).